Manufacturer narrative:
Product analysis summary: the stent was not present on the balloon but was also returned for analysis. The returned dislodged stent was deformed with struts raised and bunched. Crimp impressions were visible on the exposed balloon surface. The balloon folds remained intact. The inner lumen could not be verified with a 0.015 inch mandrel most likely due to hardened blood in the guidewire lumen. Deformation was evident to the exchange joint of the device. No other damage was evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use a resolute onyx rx coronary, drug eluting stent to treat a moderate calcified, mildly tortuosity lesion exhibiting 80% stenosis in the proximal diagonal branch. The device was inspected with no issues noted. The lesion was pre dilated with a 2.0 balloon. The device did not pass through a previously deployed stent. Resistance was encountered when advancing the device. Excessive force was used during delivery. It was reported that after a couple of failed attempts of trying to advance the stent through the lesion the stent was pulled back into the guide catheter which was not coaxial and the stent got caught and fell off the balloon. Another balloon was used to catch the stent. The stent was expanded a bit and pulled back into the guide catheter. It is indicated that the stent strut may have been lifted.